Event description:
The customer reported that the pt was able to break the strap that connects to the gurney and that it took six people to restrain the pt, but could not provide the date when this event occurred or any pt info. The customer reported that they have had this product since (B)(6) 2010. The customer reported that there was no pt or personnel injury that occurred.

Manufacturer narrative:
The product has been requested to be returned, but it has not been received. (B)(4).